Event description:
It was reported that the event occurred in the cath lab. The prepped intra-aortic balloon (iab) was inserted through the teflon sheath via femoral with no issues. When the iab was connected to the pump it would not zero. As a result, the iab and sheath were removed as one unit. A new iab was prepped per instruction and was inserted through the teflon sheath via femoral successfully. No report of patient death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy noted. The patient outcome is okay. Additional information received on (B)(4) 2011 from the sales representative stated they used the same insertion site for the second iab. The delay in therapy was just long enough to retrieve and prep the new iab.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.